Event description:
It was reported that during an unknown procedure the stapler didn't merge the tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for "didn't merge tissue"? 2. Did the device staple? 3. Was the staple line complete? 4. Were there any staples missing from the staple line? 5. What was the shape of the staples (b-formation, irregular, legs straight)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 08/02/2022 additional information was requested, and the following was received: did the device staple? - yes was the staple line complete? - yes were there any staples missing from the staple line? - it is difficult to answer this question. What was the shape of the staples (b-formation, irregular, legs straight)? It is difficult to answer this question h11: corrected data = h1, h6 upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable.